Event description:
It was reported that a malfunction alarm occurred, and the malfunction code was displayed. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, but the issue recurred. Therefore, technical support decided to replace the pump and advised the customer on the backup insulin therapy using multiple daily injections (mdi). Instructions were also given to place the pump in storage mode and return it via a pre-paid label within ten days. The customer understood and acknowledged these instructions.